Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was in 300 mg/dl. The customer had symptom such as nausea and difficulty breathing. The customer treated with manual. Customer's current blood glucose value was 158 mg/dl and the blood glucose was unknown at the time of incident. Troubleshooting was performed. The customer was admitted into hospital on (B)(6) 2018 at 7 pm. The blood glucose value when admitted to hospital was unknown. The customer complained about hyperammonemia and diabetes. The customer was wearing the pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the qr. There were leaking where it connects to the set and the lip of the reservoir is cracked and was also stated reservoir was not locking in place. Customer could not to perform the high pressure test. The product was returned for analysis.